Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user observed a ¿high¿ glucose indication on ilet while the device was not connected and later disclosed a large fast-food meal; the user did not perform a confirmatory fingerstick and self-administered 20 units of humalog by subcutaneous pen about three hours prior to the call, after which continued monitoring was recommended. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included temporary elevation of blood glucose outside the target range with no medical intervention and no hospitalization. Investigation included complaint handling with troubleshooting and user education. Investigation of this case revealed an unclear cause of hyperglycemia given the device was not in use and meal intake, with no device performance issue confirmed. It was concluded that the event was non-serious, user-managed with backup insulin, and not attributable to a confirmed device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.